Event description:
It was reported that the right atrial lead had no capture. The lead was capped and replaced. It was further reported that there were no allegations of malfunction against the right atrial lead. The loss of capture was a clinical issue due to the patient's atrial myopathy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.